Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a system fault. Per reporter, the event occurred during testing and there was no physical damage. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Investigation summary: the actual device was received for evaluation in used and decontaminated condition. Visual inspection performed. Screen scratched and syringe port cracked. Performed functional testing. Customer's reported problem was duplicated. The most probable cause for the "system fault" was error code 112 due to an intermittent motor. Replaced motor to correct the problem. Service history review identified that the device was last serviced 13-jul-2018 for an issue related to "syringe port cracked" per ro# (B)(4).